Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2024-02005. The investigation will be documented under MFR report number 2518422-2024-02005. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the patient's breathing circuit was blocked, and the hospital wanted to know if the failure was caused by implementing a field change order. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the patient's breathing circuit was blocked and wanted to know if the failure was caused by implementing a field change order.